Event description:
It was reported that the stent moved on the balloon. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. An 8.0x40x75cm express ld vascular stent balloon expandable was advanced for treatment. During the procedure, the stent dislodged from the balloon part. Since the wire remained in place, a balloon was inserted, and inflation was performed at the proximal part of the lesion to facilitate stent placement. The procedure was completed with a different device. There were no patient complications reported.